Event description:
It was reported that pump screen was scratched and cracked. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, no additional technical information was obtained, and customer was reported to be out of warranty and in process of obtaining new device.